Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned for eval. A review of the device history record was performed. There was no unexpected variances, adjustments or comments noted in the device record. A review of the complaint tracking system listed no other complaints of the reported symptoms for this device. A review was performed by the post market clinical dept. Per the pharmacovigilance physician, there is no report of device malfunction, or fluid leaks. Peritonitis is a known complication of peritoneal dialysis, usually caused by a break in aseptic technique. This particular case of peritonitis seems to be related to a catheter infection/abcess and not to a device malfunction.

Event description:
During a call to technical support, the pt reported he was in the hosp for an infection. A follow up call to the pt's pd nurse revealed the pt was hospitalized for peritonitis.